Manufacturer narrative:
Catalog: 8005p10, lot: 1010231, expiration date: 07/31/2011. Device manufacture date: 07/2008. (B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lots 1009652 and 1010231 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted for either lot.

Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2009. The patient notes indicate that the patient was unable to void post procedure. She was instructed in clean intermittent (straight) catheterization that same day. The patient's catheterization and retention resolved on (B)(6) 2009.